Event description:
The patient was admitted to the special procedure department in radiology for retrieval of a foreign body. Chest fluoroscopy revealed a catheter extending from the svc to the tricuspid valve. The catheter was retrieved without complications.